Event description:
It was reported that a patient presented remotely via (B)(6) . Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have abnormal electrograms (egms) and exhibited abnormal data corruption on the device settings. Corrective programming changes were made. No patient consequences were reported and the patient was stable.